Event description:
It was reported that: "anaesthesiologist complained that the material of tube was too soft and could not hold the strength. Change two 35fr_tubes & one 28fr_tube and could not build the airway. Tried blocker and built-up patient airway. Tracheal rupture during intubation and placed tracheal stent." Associated complaints 3003898360-2025-00933 and 3003898360-2025-00935.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR did not show any issues related to the complaints. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.